Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 390 mg/dl. A caregiver assisted with troubleshooting a recharge alarm and infusion set handling while the patient was not feeling well. The ilet continued delivering corrective insulin, and bg values began trending down. No symptoms were reported from the hyperglycemia, and no medical intervention was required.